Event description:
It was reported that the patient was seen in the hospital for an unrelated procedure. An interrogation of the device revealed failure to sensing exhibited by the right atrial lead. There was no capture noted at high output. The patient was scheduled for lead replacement on (B)(6) 2022. During the procedure the lead was tested via pacing system analyzer (psa), both capture and sensing were established at lower thresholds. The physician decided not to replace the lead, instead programming adjustments were made. The physician suspected that the issue was caused by an unrelated bout of myocarditis. The patient was recovering in stable condition.